Event description:
Medtronic received a report that during coil embolization through a microcatheter, when detachment was attempted, the axium prime coil could not be detached properly and was retrieved. The procedure was completed without issue. The facility considers it to be a product defect of either the coil or the detacher. No patient symptoms or complications were associated with this event. The patient was undergoing coil embolization surgery for treatment of a ruptured, saccular, right ic (internal carotid) ophthalmic segment aneurysm with a max diameter of 5 mm and a 2 mm neck diameter. It was noted the patient's blood flow was normal and vessel tortuosity was moderate. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). "Poor dislodgement" was noted. Three attempts were made to detach the coil using the instant detacher. It was unknown if any manual detachment attempts were made via the hypotube.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.